Event description:
It was further reported on (B)(6) 2011, the patient was admitted due to an overdose of anti-vitamin-k. The patient was discharged 6 days later. Three days later, coronary angiography revealed 50 to 70% stenosis in the left anterior descending (lad), 90 to 99% stenosis in the mid lad, 70 to 90% stenosis of the ostium of the 1st diagonal. 50% stenosis in the left circumflex, 70 to 90% stenosis in the 2nd marginal. In (B)(6) 2012, the patient experience 80% focal in stent re-stenosis of the mid lad and was treated with balloon angioplasty and placement of a drug eluting stent, with 0% residual stenosis. Additional, the 80% stenosis located in the proximal lad was treated with balloon angioplasty and placement if a drug eluting stent, with 0% residual stenosis. The patient was discharged the next day. In (B)(6) 2012, the patient experience vagal failure and left ventricular insufficiency.

Event description:
Same case as MFR #2134265-2012-00174 and 2134265-2012-00176. Same patient as MFR # 2134265-2011-04374. It was reported post a stenting treatment procedure, restenosis and mi occurred. The patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a 100% stenosed 32mm long lesion, bifurcated lesion located in the mid left anterior descending (lad) with a reference diameter of 3.0mm. This was treated with pre-dilation and placement of a 2.75 x 38mm taxus element stent. A grade c dissection was noted and treated with a 3.0 x 24mm taxus element stent overlapping proximal edges of first stent and 2.5 x 12mm taxus element stent overlapping distal edge of the first stent with 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In (B)(6) 2011, the subject presented with ischemic symptoms, elevated troponin, and an mi was reported. Coronary angiography revealed 80% focal restenosis of the mid lad. In (B)(6) 2012, the subject was treated with angioplasty and placement of a drug eluting stent to the mid lad. Residual stenosis was 0%. The patient was discharged the next day.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). Device is combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).